Event description:
It was reported that this right ventricular (rv) lead exhibited multiple instances of out-of-range pace impedance measurements greater than 2000 ohms. Technical services (ts) recommended cardiology follow up. This rv lead remains in service. No adverse patient effects were reported.